Event description:
Reported that an unknown case was being performed with the hand piece. The handpiece stopped working during the case. The device was swapped with another handpiece and the case was completed with no patient consequence.